Manufacturer narrative:
Preliminary analysis did not show any software issue.

Event description:
Reportedly, the subject ICD reached its r.r.t (recommended replacement time) sooner than expected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD reached its r.r.t (recommended replacement time) sooner than expected.

Event description:
Reportedly, ICD reached its r.r.t (recommended replacement time) point sooner than expected.